Manufacturer narrative:
This complaint will be updated once the investigation is complete. Trends will be evaluated.

Event description:
Allegedly, the patient notices a crepitus in the left hip when walking, without triggering trauma, broken neck.